Manufacturer narrative:
D10 concomitant product: cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#: a5j1624y) cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#: a5j1624y) cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#: a5j1624y) cl-915 polysorb* 1 vio 90cm gs24 x36 (lot#: a5j1624y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, while suturing, sutures snapped from the needle, affecting five sutures from the same packet. An additional new suture was used without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. One opened device and ninety eight sealed samples were available for evaluation. Visual inspection noted that a tactile and microscopic inspection of the sutures was performed. Varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of several sutures. Evaluation of the representative samples noted that the sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. The instron then pulled the sutures at a rate of 300 mm/min until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet the mean and individual specifications. It was reported that the sutures snapped from the needle. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.